Manufacturer narrative:
No devices was received; therefore the condition of the component is unknown. Review of device history records found no deviation during the manufacturing process. This device is used for treatment. Root cause was due to patient experiencing outside trauma from a car accident. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
Concomitant products: vanguard left titanium femur 60mm catalog cp113615 lot 701620; vanguard cruciate retaining bearing catalog 183546 lot 722650. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2015-03725 / 1825034-2015-03726 / 1825034-2016-05328 / 1825034-2016-05329).

Event description:
Patient underwent a left knee revision procedure approximately two years post implantation due to loosening caused by trauma experienced by the patient. The bearing, femoral, and tibial components were removed and replaced.